Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm followed by a cartridge alarm. Reportedly, the customer's blood glucose level was impacted. During troubleshooting with tandem technical support, the cartridge was changed and insulin was resumed successfully.